Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a primary, laparoscopic, bilateral inguinal hernia repair procedure in 2008. Post-operatively in the same day, it was noted that the pt had developed a recurrent hernia on the right side.